Event description:
It was reported by the affiliate that the (1) 512on was used during a laparoscopic toupet procedure. It was reported that the seal broke/tore. It was not reported how the case was completed. It was reported that there was an extended or time, but length of time is unknown.